Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report blood glucose issues. Customer's blood glucose levels ranged from 43 to 350 mg/dl. Customer treated with a temp basal and bolus. Customer mentioned that he had surgery last (B)(6). Customer did not mention whether the surgery was related to diabetes. Customer did not complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.